Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: customer reported on occasion we have sterile unused syringes with visual defects. These defects do not negatively affect our compounded product so are used as testing or retain units. These units would not be available for return as part of an investigation. These defects involve, black ink dots (which might be seen in the picture below). Cracks within the plunger, but not molded pieces missing. Smudged numbers or the number line.